Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they met with manufacturer rep 'just the other day' and 'we tried to get my stimulator going and it wouldn't' and 'it wouldn't charge.' Pt re-reported they want the ins removed, or to take out the ins and keep the current leads, or to get a new implanted system since it has been 9 years. Pt had insr plugged into dtc because they've been having issues charging their ins with the insr and stated 'I thought it was the cord so I called in the last year and had both sides replaced and it wasn't that obviously.' Please see previous notes for replacements. Pt confirmed warning por message on insr. Pt stated they've been seeing this message on their insr starting 'about 2 or 3 months ago but I hadn't tried charging it for awhile,' and 'it was taking less time to run the (ins) battery.' Pt also reported rep filled out the MRI eligibility form but regions imaging will not let them have their MRI on monday but they really need the MRI (as previously documented), and inquired what to do. Agent consulted with techinical service(ts) regarding por and MRI eligibility. Agent reviewed considerations, reviewed rep role, redirected to hcp, reviewed stim ts resources for hcps. It was reported that patient didn't get the cause of ins being dead/not holding charge after met withy hcp. No steps were taken to resolve the same issue. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) with patient (pt) in clinic to address overdischarge (od). Reviewed starting physician recharge mode which was done successfully. Pt says their implantable neurostimulator (ins) has been dead for about 2 months. Per caller, there's some possibility that pt has had 2 od's already but that is unclear. Technical services (tss) reviewed that power on reset (por) will occur and how end of service (eos) would appear if pt has reached their 3rd od. Pt called and stated they had met with rep this morning and, per rep's instruction had attempted to charge their implant on the way home. Pt reported the screen was flashing a quarter, but the battery would not increment and they think it is "shot." Patient indicated they had rep's phone number and would update them as well. Patient also noted they had the MRI eligibility form. Agent reviewed information and redirected to rep and healthcare provider to further address.

Event description:
Additional information was received from health care professional. Caller stated ins is dead and patient is unable to connect to ins with programmer to access MRI mode. Caller stated patient was scanned (B)(6) 2024 and there was no issue accessing MRI mode at that time but in the first part of (B)(6) 2025, patient was turned away for MRI as they weren't able to access MRI mode. Caller stated patient had a letter from mdt indicating they were able to have MRI scan. Technical services (tss) reviewed option of bringing ins out of overdischarge or use of eligibility form. Later, another caller inquired about MRI compatibility given that ins cannot be put into MRI mode and patient is unable to recharge. Technical services (tss) reviewed eligibility form and MRI guideline verbiage around depleted ins. Caller stated they've scanned patient for full body scans before. Technical services (tss) reviewed considerations around past scans and confirming eligibility prior to each scan but that it would be up to their medical discretion to scan based on what eligibility has been in the past.

Manufacturer narrative:
B5: section updated. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord with a broken pin and cords showing. A replacement desktop charger (dtc) was sent out. No symptoms were reported. Additional information was received from patient stating they need an MRI in 2 weeks and ins had been dead for a while. They last charged their ins 2 months ago. Since then, the dtc cord was replaced since there were wires showing. Since they got the new dtc cord, their ins or insr would not charge up. Patient noted starting 6 months before the ins died and they were charging the ins every day or so for it was not holding as much of a charge, then it died. Agent reviewed possible over discharge and ins longevity. Patient said they wanted the ins battery out and to keep the leads. Agent reviewed MRI eligibility and patient mentioned they need the MRI. Agent was redirected to their hcp.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.